Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.